Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp)had an autofill failure. There was no patient involved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge fse was dispatched to evaluate the unit. The fse reported that autofill failure is due to lack of mp, proceeded after doing that.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp)had an autofill failure .